Manufacturer narrative:
The psm was returned and investigated with the following findings: visual inspection was done on the psm. The psm failed the drop weight test. This complaint is being reported due to the failed brake weight test found during failure analysis.

Event description:
It was reported that during a da vinci prostatectomy procedure, the patient side manipulator (psm) 1 had hard movement and the surgical staff had to switch to psm 3 to finish the da vinci procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. On 10/13/2014, an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site. The fse repaired the da vinci surgical system by replacing the psm. The fse then tested the da vinci system and verified that it was ready for use. This complaint is being reported due to the failed brake weight test found during failure analysis.